Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer alleging possible pump over delivery. Customer's blood glucose value was 50 mg/dl at the time of the incident and current blood glucose is 135 mg/dl. Customer uses auto mode. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did displacement test and self test and customer was able to passed the test. The insulin pump and reservoir will not be returned for analysis.